Event description:
It was reported a surgeon reached out because during the four-week post-operative x-ray, the innate implant 3.6mm x 55mm screw (part number exinn923655, batch number 22200-42) was bent. Per information received, the patient had been non-compliant, using their hand without a split for weight bearing due to other injuries. It was also reported that the patient had no pain and still had full range of motion. No further information is available.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.